Event description:
It was reported that during a laparoscopic gastric bypass the staples were not formed properly. Another device was used to continue the case with no pt consequence. The partially formed staples were oversewn.